Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer declined troubleshooting from tandem technical support (tts). Customer cleared the alarm and reported that the pump supplies would be changed. Customer¿s blood glucose (bg) level was 194 mg/dl.